Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the speedband superview super 7 was attempted to be deployed in the patient; however, the elastic bands were not deploying properly. The device was removed from the scope and another attempt was made to deploy the band, but the device would still not deploy. A video submitted by the customer shows the customer holding the endoscope outside of the patient with the ligator head of the speedband superview super 7 secured to the end of the scope. The suture can be seen running along the outside of the ligator head. This indicates that the suture was pulled through the wrong side of the ligator head and loaded to the trip wire incorrectly during setup of the device. This goes against the setup instructions provided within the directions for use as the suture should be running through the ligator head and not outside of it. The same issue was reported with the second and third speedband superview super 7 devices used during this case. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.